Event description:
It was reported that the field suspected the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion due to capacitor degradation due to hydrogen gas. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported.